Event description:
A report was received that the patient¿s lead was producing high impedances. The patient underwent a revision procedure wherein lead was replaced. The patient was doing well post operatively.

Event description:
A report was received that the patient¿s lead was producing high impedances. The patient underwent a revision procedure wherein lead was replaced. The patient was doing well post operatively.

Manufacturer narrative:
Additional information was received that the patient was not getting adequate stimulation due to the high impedance. Device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. Device exhibited normal device characteristics.